Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had reported a volume discrepancy on an unspecified pump. No patient symptoms were reported and it was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, medications delivered, and patient status. However, this information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was also reported the healthcare professional (hcp) discovered a volume discrepancy up to 3 ml during the refill process. No patient symptoms reported, no device information was reported and no medication information was reported. Additional follow-up has been attempted for the missing information. If additional information is received, a follow-up report will be sent.